Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7078667/7078647.

Event description:
It was reported that patient experienced pain around the implant site. It was noted that patients spinal cord stimulator lead had migrated. The patient underwent an ipg and lead replacement procedure. The patient was doing well post operatively.